Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified de novo distal right coronary (drca) artery that is 90% stenosed. After pre-dilatation a 3.5x15mm xience sierra stent failed to cross due to anatomy. After a non-abbott stent expansion was used the xience sierra stent failed to cross again due to anatomy. Another non-abbot stent expansion was used and a non-abbott balloon was inflated up to 25 atmospheres; however, when the xience sierra was advanced again the proximal shaft became bent and it was determined that the "pushes" could not be applied. It was noted there was resistance met during advancement and removal of the xience sierra. A different xience sierra was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported the xience sierra stent delivery system (sds) was re-inserted after removal. It should be noted that the xience sierra everolimus eluting coronary stent system instruction for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodged during retraction back into the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6 device code 2976 (material deformation) was removed and replaced with code 2889 (deformation due to compressive stress).